Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the power pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control product analysis center (pac) further evaluated the removed pcb and determined that the cause of the reported issue was due to a shorted diode on the power pcb assembly.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.